Event description:
Per the physician's report, this pt's device was explanted due to her report of persistent headaches. Reimplantation plans are not known at this time.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.